Manufacturer narrative:
Additional information was received that the patient did not need any medical intervention as the issue was resolved and the patient had no further complaints.

Event description:
A report was received that the patient was experiencing numbness and tingling in his finger.

Event description:
A report was received that the patient was experiencing numbness and tingling in his finger.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing numbness and tingling in his finger.